Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. Customer confirmed the error code was alarm led failed and previously replaced the user interface (ui) cable and power switch overlay. Customer notified ts that replacing the power management (pm) board resolved the reported issue.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of alarm led failed. The customer reported there was no patient involvement.